Event description:
It was reported that the cannula separated from the lifesite valve, valve stem during dialysis. The device implant was revised to remove the tip of the cannula and place it back on the valve.